Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of infection. Imdrf device code a1502 captures the reportable event of gel misplaced- non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. Fiducial markets were placed transperineally prior to injection. It was noted that the procedure was uneventful. The patient experienced pain and discomfort after the placement procedure. It was reported that the patient had an infection and was treated twice post implant in the hospital. The medical intervention details were unknown at the time of this report. A colonoscopy and biopsy were performed showing no damage to the mucosa. Imaging showed a rectal wall infiltration. The patient wasn't admitted to the hospital beyond the standard care. The patient's symptoms were reported as improved at the time of this report. The patient was planned to receive external beam radiation treatment, it was unknown if the patient has started the treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of infection. Imdrf device code a1502 captures the reportable event of gel misplaced- non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. Fiducial markets were placed transperineally prior to injection. It was noted that the procedure was uneventful. The patient experienced pain and discomfort after the placement procedure. It was reported that the patient had an infection and was treated twice post implant in the hospital. The medical intervention details were unknown at the time of this report. A colonoscopy and biopsy were performed showing no damage to the mucosa. Imaging showed a rectal wall infiltration. The patient wasn't admitted to the hospital beyond the standard care. The patient's symptoms were reported as improved at the time of this report. The patient was planned to receive external beam radiation treatment, it was unknown if the patient has started the treatment. Additional information received on september 14, 2023: it was noted that the biopsy was performed in the rectal wall of the patient, nothing abnormal was found. The patient's radiation treatment will be delayed until the hydrogel disappears.